Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing; however, it was still attached to the control wire via tension breaker and yoke. The clip assembly can be deployed but the clip prongs could not be opened. A kink was also noted in the control wire. Investigation could not confirm the complaint that the clp failed to release. However, this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.